Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were part of a system revision due to an infection and erosion. It was noted that the patient is active and their job entails lifting. There were no additional adverse effects reported. The products were explanted.